Event description:
On july 1, 2008, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra meter is giving an error 1 message. Per the owner's manual, error 1 indicates that there is a problem with the meter. The patient's usual diabetes medication regimen is as following: 3 units of novolog in the morning, 3-4 units of novolog in the afternoon, and 10 units of novolog in the evening. The patient also takes 18 units of levimir in the evening time. On the day before at 10-11 pm, the patient was reportedly unable to obtain a blood glucose reading due to the error 1 message. The patient took his usual diabetes medication of 10 units of novolog in the evening and took 18 units of levimir at 10-11 pm. Sometime after the reported issue began, the patient had symptoms described as "shaky and sweaty." The patient did not receive any medical intervention as a result of the reported issue and did not test with any other device at the time of concern. It would have been helpful to know the time and date of when the patient started to have the reported symptoms of "shaky and sweaty," how the patient could have prevented the symptom, the lfs meter readings you obtained prior to the symptoms, how much insulin and food intake she took prior to the symptoms, and if there was any diabetes medication changes prior to, during, or after the reported issue. During troubleshooting, the reported issue was not resolved with troubleshooting. This complaint is being reported because the patient had symptoms that could be suggestive of severe hypoglycemia after the reported issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for evaluation, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.